Manufacturer narrative:
(B)(4). The customer reported that the physicians are concerned that the tc70 is not giving the correct voltage for diagnosis in lead iii. There was no reported pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the physicians are concerned that the tc70 is not giving the correct voltage for diagnosis in lead iii. There was no reported pt impact.